Event description:
It was reported that the implantable stimulator (is) failed to provide therapeutic stimulation. Troubleshooting was performed using multiple activation chips without restoration of stimulation. During a clinic visit on (B)(6) 2025, awake titration and device programming were attempted at multiple settings; however, no therapeutic response was achieved. On (B)(6) 2026, revision surgery was performed during which the is was explanted and replaced. The original was found encapsulated within dense scar tissue, with calcification noted over the right lead. Sutures remained intact. Electrical stimulation testing of the explanted is produced no response. The surgeon dissected and removed the original is and associated electrodes. Calcified tissue over the right lead required the use of an sonopet for dissection and removal. Prior to fixation, electrical stimulation testing of the replacement is demonstrated adequate tongue protrusion. Following implantation and suturing, activation and diagnostic testing confirmed appropriate stimulation, tongue protrusion, and acceptable device function. The procedure was completed without complications. The patient was discharged the same day with minimal pain.